Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional (hcp) reported that juvéderm® volux¿ xc in the jawline went out of the country and notified the hcp that they had issues when they returned. The hcp saw the patient and noticed that they had firm tender nodule on their left jaw. The patient stated that when they were out of the country that another hcp started them on cipro and they were on cipro when they saw the follow-up appointment with the injector. Additionally, the patient is still currently on antibiotics with no resolution for 4 weeks, along with the cipro, doxicycline, and hyaluronidase has been injected as well with no resolution. The patient is being referred to as a second opinion.